Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after setup of a replacement ilet, the user experienced hyperglycemia with blood glucose near 400 mg/dl for approximately one to two hours, after which insulin delivery was confirmed and glucose trended down to 269 mg/dl. Symptoms included no reported clinical manifestations. Outcomes included no need for outside assistance and no medical intervention. Investigation included remote review of synced device logs, confirmation of active insulin delivery, and troubleshooting education with follow-up. Investigation of this case revealed no device alarms and no identifiable device malfunction, with hyperglycemia occurring during transition to the replacement device and resolving after confirmed connection and insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.